Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the complaint device skyline expansion tip driver (product code: 286830500, lot number: gm5397203) was returned to cq west chester for investigation. The skyline driver universal medium color ring had started fading and this does not contribute to the complaint condition. No other issues were identified. Functional test: the driver was not returned with a mating device to evaluate the complaint condition. It is to be noted that the driver outer shaft and inner shaft were assembled without any issues during investigation. Can the complaint be replicated with the returned device(s)? The complaint cannot be replicated as a functional test was not performed. Complaint confirmed: no, the complaint condition cannot be confirmed during physical device investigation. Conclusion: the device was not returned with a mating device to evaluate the complaint condition and no issue resulting in the complaint was observed as well. Hence, the complaint was not confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for skyline expansion tip driver was conducted identifying that lot number gm5397203 was released in a single batch. - batch1: lot was released on 06 jun 2019 with no discrepancies. Device history review: as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could h device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6) 2021 during a procedure a screw cannot be picked up anymore with the instrument. Another instrument was available to complete the surgery successfully and without delay. There was no patient impact. This report is for one (1) skyline anterior cervical plate system expansion tip screwdriver this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.